Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? What color of cartridge was being used? What cartridges were used throughout the procedure? What were the indications for surgery? Was buttressing being used? If yes, was it used on each firing? Were there any issues with device performance in the first procedure? If yes, please explain. How was the device cleaned in-between firings? How was the fistula diagnosis? How was it addressed?

Manufacturer narrative:
(B)(4). Additional information requested and received: what is the current patient status? Unknown. What color of cartridge was being used? Gold. What cartridges were used throughout the procedure? Unknown. What were the indications for surgery? Morbid obesity was buttressing being used? If yes, was it used on each. Firing? No. Were there any issues with device performance in the first procedure? If yes, please explain. Unknown. How was the device cleaned in-between firings? Unknown. How was the fistula diagnosis? How was it addressed? Unknown.

Event description:
It was reported that during a gastric resection procedure, the staple line didn't hold at the last firing, at the top of the stomach. Used a suture thread to close the hole. Surgery prolonged. Fistula after three days. One device will not be returned.